Manufacturer narrative:
Refer to the attached report.

Event description:
It was found that the device delivered a shock which resulted in a shock overload condition. The physician would like to receive confirmation there is no evidence of any issue with the ICD.

Event description:
It was found that the device delivered a shock which resulted in a shock overload condition. The physician would like to receive confirmation there is no evidence of any issue with the ICD.